Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that an impactor broke during a procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d4; d9; h2; h4; h6. Investigation was completed but device was returned after investigation completed. Investigation results below but supp MDR report will be submitted with device evaluation update. The reported event was confirmed by review of pictures. Visual examination of the provided picture identified pad was broken. The device history record was not reviewed due to lot identification not being provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.